Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex coronary artery (lcx) which contained a 90-degree bend. A 2.50mm x 16mm synergy xd drug eluting stent was selected for use. During the procedure, resistance was encountered when the stent was being advanced through a non-boston scientific (non-bsc) guide catheter with two non-bsc guidewires and a guidezilla guide extension catheter. When the stent was pulled back for repositioning, the stent was dislodged from the stent delivery system (sds) balloon, and the non-bsc wires broke off at the radiopaque portions. The dislodged stent was crushed at the ostial/proximal lcx, and another stent was able to cross and be delivered at the ostial/proximal segment. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of dislodged inside the patient and difficult to advance was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. Based on the event details, it is most likely that the difficulty to advance and stent dislodgement occurred due to procedural factors. This complex coronary procedure involved an anatomy with a 90-degree bend where two guidewires were used in addition to a guide catheter extension. The physician reported tension and resistance while advancing the stent into the coronary through the guide catheter with the wires and guide catheter extension. While attempting to pull back for repositioning the stent became dislodged from the balloon. It is most likely that this pull back action into the guide catheter caused the stent to strip off the balloon. The IFU notes caution to be taken when moving an unexpanded stent in and out through the distal end of the guide catheter in case of dislodgement. Tension and resistance is most likely due to using multiple devices through the guide catheter.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex coronary artery (lcx) which contained a 90-degree bend. A 2.50mm x 16mm synergy xd drug eluting stent was selected for use. During the procedure, resistance was encountered when the stent was being advanced through a non-boston scientific (non-bsc) guide catheter with two non-bsc guidewires and a guidezilla guide extension catheter. When the stent was pulled back for repositioning, the stent was dislodged from the stent delivery system (sds) balloon, and the non-bsc wires broke off at the radiopaque portions. The dislodged stent was crushed at the ostial/proximal lcx, and another stent was able to cross and be delivered at the ostial/proximal segment. There were no complications reported, and the patient was stable after the procedure.